Manufacturer narrative:
November 20, 2015 03:30 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable became difficult to remove from the device, the sliding connect was sticking. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. (B)(4). The device was returned to the factory for evaluation. Evidence of clinical use was observed. A visual inspection was conducted. No defects were observed. The device was evaluated for connector function with reference hemopro 2 per instructions for use (IFU). The arrows were lined up on the hemopro 2 and the extension cable; the device connected without incident. The device was disconnected by pulling back on the extension cable at the connector collar; the device disconnected without difficulty. Both connection ends were evaluated 5 times. We were unable to reproduce the reported failure. Based on the returned condition of the device and the results of the investigation the reported complaint was unable to be confirmed. Internal complaintnumber (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable became difficult to remove from the device, the sliding connect was sticking. The hospital did not report any patient effects.